Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate and intermittently would remain static. Customer reported issue occurred among multiple cartridges. Customer alleged that because of inaccurate insulin gauge, the customer's cartridge would have to be changed sooner than expected. The customer's blood glucose level ranged from 71-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy, but also had manual injections available.